Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening, also have a crease smooth assessed as a fold flaw opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface. Observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.